Event description:
Additional information: additional information was received confirming that due to continued elevated lactate dehydrogenase, the patient received a pump exchange on (B)(6) 2018. Thrombus was visualized on the outlet stator per the physician.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch MFR report# 2916596-2018-00691. (B)(4). Approximate age of device - 87 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in the clinic late last week for elevated lactate dehydrogenase (ldh) in the 700 u/l range. The patient had recurrent gastrointestinal bleeding and had a goal inr of 1.8-2.5. The patient was treated with heparin and the ldh decreased to 400 u/l. No additional information was provided.